Event description:
It was reported that the customer experienced a blood glucose (BG) level that was displayed as ¿low¿; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed candy and water to address BG. Customer updated their pump settings to address the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.